Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02064, 0001825034 - 2022 - 02066.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to pain and lucency found on xray. During the procedure, metallosis, osteolysis, altr, pseudotumor and periprosthetic fracture were noted. All components were removed and replaced with competitor products. Due to extensive bone loss, pseudotumor and metallosis, additional surgery time was required to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. A revision occurred as the patient presented with pain, elevated metal ions, and a trochanter fracture. During the revision, a severe local tissue reaction was found consistent with metallosis. Significant osteolysis was also found around the acetabulum and trochanteric region, with bone loss. A pseudotumor was removed and added an hour to the operation time with the significant bone loss. No complications were noted upon completion of the revision, and competitor products were placed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.